Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was explanted. The ipg was taking too long to charge and the physician believed that the charging issue was due to the tilting in the pocket. X-ray confirmed that the ipg was rotated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging with the ipg. X-ray was taken and indicated that ipg was possibly rotated or tilted. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing difficulty charging with the ipg. X-ray was taken and indicated that ipg was possibly rotated or tilted. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Device evaluation indicated that the ipg passed all tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate of 9mv per day, which was within the expected range. Device exhibited normal charging and discharging characteristics.

Event description:
A report was received that the patient was experiencing difficulty charging with the ipg. X-ray was taken and indicated that ipg was possibly rotated or tilted. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced.